Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspection was performed on the retuned device and the reported difficulty to remove from a guiding catheter was unable to be confirmed due to the returned condition of the balloon. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determines the reported difficulty to remove through the guiding catheter appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified right coronary artery. After post-dilating the implanted stent at 15 atmospheres, a 4.50x15mm nc trek balloon dilatation catheter (bdc) felt resistance with the guiding catheter (gc) during attempted removal. The bdc was then advanced back, inflated, deflated and pulled negative but there was still resistance felt during attempted removal of the device. The bdc and gc were simply removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.